Event description:
The reporter stated that the surgeon was inserting a collamer three piece aspheric lens model cq2015a and the lens tore. The surgeon removed the lens without enlarging the incision and put it in another lens.

Manufacturer narrative:
Evaluation results - a visual inspection of the returned product shows one haptic is torn off into the optic. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.